Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect of pseudoaneurysm, and the relationship to the product, if any, cannot be determined; however, the treatment of surgical procedure appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device

Event description:
It was reported that hemostasis was achieved in bilateral femoral arteries, using proglide devices, after an abdominal aortic aneurysm (aaa) procedure on (B)(6) 2017. Some days following the procedure, the patient had a spurious aneurysm which was treated surgically. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.